Event description:
On (B)(6) 2013, the patient underwent a placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the device had a tilt and there was a 3 mm mesenteric perforation. The filter apex was against the inferior vena cava (ivc) wall. No migration, fracture or stenosis was identified.